Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 156 mg/dl, and the meter bg reading was 98 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 22 mg/dl and they "passed out". Paramedics administered an injection (nature of injection was not known) and transported customer to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.